Manufacturer narrative:
The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the rigid video scope had an image that turned green. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed due to damage to the universal cord sheath. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the rigid video scope had an image that turned green. There were no reports of patient harm.